Manufacturer narrative:
(B)(4). Investigation - evaluation: blank fields on this form indicate the information is unknown, unavailable or unchanged. The device was not returned to assist in the investigation; however, a review of the complaint history, instructions for use (IFU), manufacturing instructions (mi) and quality control was conducted during the investigation. A review of the provided lot found no other complaints of any nature associated with this lot. There is no evidence to indicate the product was not manufactured according to specifications. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: ¿insert dilator/sheath combination over wire guide" and for removal "insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit." Based on the information provided and without return of the device, it is not possible to determine with certainty, the root cause of the reported difficulty. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a thoracal abdominal aneurysm procedure, the hub detached from the sheath. Another sheath was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation at this time.

Event description:
During a thoracal abdominal aneurysm procedure, the hub detached from the sheath. Another sheath was used to complete the procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.